Event description:
It was reported that the device had the service light illuminated and logged several fault codes in the memory that indicated a potential critical failure. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem. Furthermore, it was found that the bottom case was cracked, and a shorted and burned capacitor, designator c51, from the biphasic pcb was melted on it. The shorted component from the biphasic pcb would have inhibited defibrillation therapy delivery while failing. Physio-control replaced the system pcb, memory pcb and biphasic module pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the removed assemblies at the failure analysis center determined the root cause of malfunction to be two shorted capacitors, designator c51 and c200, from the biphasic pcb and system pcb respectively. There was no failure of the memory pcb assembly as it was automatically replaced at the same time as the system pcb per repair instructions.